Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic for routine device check and early battery depletion was observed. The programmer exhibited a diagnostics anomaly.